Event description:
It was reported that the pump dose for the new pump was decreased from 5 mg/day to 2.5 mg/day on (B)(6) 2013. The patient arrived at the ER (emergency room) (B)(6) 2013 displaying withdrawal symptoms. At the time of this report, he was there for observation. The patient dose was to be increased and if all went well he would be sent home the next day. If there were any other difficulties, the catheter would be replaced the next day instead. It was later reported that the catheter was aspirated and found to be patent. The patient¿s dose was adjusted and ¿everything is good now"; the patient was being discharged today ((B)(6) 2013). The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the day after implant ((B)(6) 2013), the patient was experiencing some withdrawal symptoms. The patient normally took oral percocet (10 mg) 3 tablets 2 or 3 times daily in addition to the pump and he was not getting adequate relief of the withdrawal symptoms. On (B)(6) 2013, the patient was advised to go to the ER (emergency room). On arrival, the patient was suffering significant withdrawal with nausea, cramping, and itching of the skin. The patient had a generalized ill feeling as a result of the withdrawal. It was noted that the narcotic withdrawal was due to under dosing of his pump. Pump interrogation showed no evidence of any current stalls since the recent implant. The pump dose was increased by 20%. The physician attempted to withdraw from the catheter access port, but met with significant resistance and minimal withdrawal of any fluid. It was decided to admit the patient and perform a catheter dye study the next day. On (B)(6) 2013, the patient no longer required IV (intravenous) morphine to control his pain and he was discharged to home.